Manufacturer narrative:
Initial and final MDR device 1 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced two infusion set leakage tubing leakage at the site event in between (B)(6)2024 and (B)(6)2024. The infusion set was in use for 1-2 days. No further information available